Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): too many drops: "a noradrenaline -infusion was commenced to the patient. The tubing was attached to the pump in an ordinary manner. Direct after start of the administration the pump gave a "too many drops" -alarm. The administration was stopped immediately. The device and tubing was removed from use and they were sent for inspection to the technical service in the hospital."

Manufacturer narrative:
(B)(4). Result of examination: the history log of the infusomat space (isp) was read out and analyzed. The occurrence of the "too many drops" alarm was found as indicated by the user. However, the history log did not provide any hint as to the reason of the occurrence of this alarm. The infusomat space (isp) was visually examined. The device was slightly contaminated and showed age-based marks of use. The spaceline, which was engaged for testing purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec 60601-2-24 was performed. All measured values are within our specification. Pressure limitations were tested and found within specification. The pump was opened for further investigation. No defects or deviations were found. In addition functionality of the drop sensor was inspected. No dysfunction that could explain the above described alarm could be found. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.